Event description:
During a thoracoscopic bullectomy procedure, the insntrument did not fire all staples and the knife did not cut properly. The surgeon used another device to complete the procedure. No pt injury reported.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.